Event description:
It was reported that the pump battery gauge was displayed inaccurately. The customer experienced an elevated blood glucose (bg) level (720 mg/dl). The customer declined to provide further information regarding the event.